Manufacturer narrative:
Age at time of event: the average age was 77.5 ± 8.3 years, so the representative age of 77 has been used. Sex - males were reported in 633 of the gore® excluder® cases (76%), so the representative sex of male has been used. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), device related risks include potential for reintervention, and the IFU lists potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time in the potential device or procedure related adverse events section.

Event description:
The following information was presented at a conference - japan endovascular treatment conference 2020, jettalks on air (online conference): "advantage and disadvantage of the excluder" user experience with gore® excluder® aaa endoprostheses at the facility was reported as follows: between july 2006 and june 2018,1485 cases were treated by stent-graft placement for an infrarenal abdominal aortic aneurysm. The gore® excluder® aaa endoprosthesis was used for 832 cases, and other devices were used for 653 cases. As to the 832 gore® excluder® cases, the average diameter of the aneurysm was 5.8 ± 1.2 cm, and the most common comorbidity was hypertension in 645 cases (78%). It was reported that reintervention rate was increasing year by year (freedom from re-intervention rate: 10 years 71%) with no significant difference compared with the other product cases. No specific case studies, procedure dates, or event details were available. No causes for reintervention or treatment information was available. The overall performance of the gore® excluder® aaa endoprosthesis was reported as good.